Event description:
Notes: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii were used during a spyglass procedure performed in the common bile duct on (B)(6) 2022. During the procedure, the image was lost approximately fifteen minutes into the procedure, grey screen with three dots appeared on the screen. They unplugged the spyscope ds ii for one minute and plugged it back into the controller. The image came back but was lost again as soon as irrigation or electrohydraulic lithotripsy (ehl) was activated. The procedure was not completed due to this event and was rescheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental will be filed.